Manufacturer narrative:
Corrected sections as of 28-jan-2021: h6: updated FDA's method code (11) since retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Sections with additional information as of 8-jan-2021: d10 - h3: device available for evaluation: yes. H6: updated FDA's method, result, and conclusion codes. H10: product evaluated by manufacturer and no defect found.

Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer was concerned with results obtained of 334, 386, 330, 282, 291 mg/dl. The customer¿s expected fasting blood glucose test result range is 150-200 mg/dl. The customer felt well and did not report any symptoms at time of call. Medical attention was not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/29/2022 and open vial date was one month ago. The meter memory was reviewed for previous test result history: (B)(6).